Event description:
Report received from an abbott international affiliate of an injection port that leaked during use. The pt was receiving an unspecified dose of "5fu" when the nurse noted that the bedding was wet. The nurse changed the medication bag and therapy was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no addtional information was provided.